Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 305mg/dl at the time of the incident. Customer got a weak battery, changed batteries then when she tried to do a bolus, the screen went blank. Troubleshooting was performed and the display returned. The insulin pump passed the self-test. The insulin pump will be replaced due to continued problems with the display not being as dark as it was originally. Customer now has a hard time reading it. The insulin pump will be returned for analysis.